Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts. However, the pump would not vibrate for alerts. Customer's blood glucose level was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.